Event description:
It was reported that during a surgical procedure at the user facility that the housing of the device opened. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility that the housing of the device opened. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis in progress.

Manufacturer narrative:
The reported event, the housing opened unexpectedly, was confirmed. Through functional and visual evaluation, the sme found that the delrin ball was missing from the housing. The product was scrapped by stryker.